Manufacturer narrative:
(B)(4). Maquet cardiopulmonary ag provides product failure investigation, analysis, and resolution for the device described in this report. The service technician replaced the motor control board and sent the defective board to maquet cardiopulmonary ag for evaluation. The rpm motor control board was built into two different hl-20 rpm pumps in the r&d department. The reported error did not appear. The motor control board was heated and cooled and ran for a long duration test and the error did not appear. The error could not be reproduced using different pumps and different hl-20 consoles. Reference: (B)(4).

Event description:
On (B)(6) 2012, at (B)(6) hospital, (B)(6), the customer reported that for hl20 (article number: 70102.8580, serial number: (B)(4)) that the rpm motor control board gave a "stop input error". The unit was not in use on a patient at the time of the event. Reference: (B)(4).